Manufacturer narrative:
Codman has received the device. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported valve breakage was noted. It was implanted in 2007 and replaced six months later.